Manufacturer narrative:
This device is not sold in the us but a similar device is. Facility name is municipal clinics mönchengladbach gmbh (limited liability company). The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the bending section was damaged with the distal end rubber coating torn and exposing the metal braid. The device nozzle was also found to be clogged. The clogging reduced the air supply volume below standard. Other observations for the device are: due to wear of flexibility adjustment ring, flexibility adjustment function does not work; scope (s) s-cover plate is detached; due to a crack on distal end cover (c-cover), insulation resistance value at distal end does not meet the standard value; objective lens has a chip; light guide lens has a chip; and due to wear of angle wire, bending angle in up direction does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
Customer returned this device for evaluation and repair of issue of leakage found during reprocessing. There is no impact or harm to any patient or procedure. Upon evaluation of the returned device, it was observed that the bending section was damaged with the distal end rubber coating torn and exposing the metal braid. The device nozzle was also found to be clogged. This medwatch is being submitted for the issue of the damaged bending section exposing braid and the clogged nozzle as observed during device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the bending section rubber (a-rubber) and braids of bending tube were broken due to physical stress. Then broken braids protruded out of the breakage on a-rubber. The following is included in the instructions for use (IFU): "inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." "Please read before use-warnings and cautions-do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.